Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of cefepime. The volume to be infused was 33.3ml/hr; however, the medication infused "much faster than 33.3ml/hr". There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of cefepime, the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring testing was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. Sear functional tests observed no issues, and all tests passed. The customer provided an event date of 13 september 2024. The event time was not reported. A review of the suspect pump module error log showed that no errors or malfunctions related to the issue occurred during the last infusion as noted by the log review. The review of the pcu event log began when the system was powered up on (B)(6) 2024 at 1:01 pm. Suspect pump module was assigned channel a. Between 4:01:09 am to 4:01:22 am, the suspect pump module s/n (B)(6) was programmed for a unknown drug at a rate = 33.3333 ml/h, volume to be infused = 100ml, 3 hour infusion. Between 4:02:31 am to 4:04:20 am, the suspect pump module is paused and resumed. Between 4:04:32 am to 4:06:05 am, the suspect pump module is paused and powered off. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The bd alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door¿. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Inspection of the suspect pump module s/n (B)(6) did not observe any anomalies that would contribute to the reported event. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to repair center: suspect pump module s/n (B)(6) (w/o: 01578307). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Please replace bezel and charge to dchu. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported an over infusion of cefepime. The volume to be infused was 33.3ml/hr; however, the medication infused "much faster than 33.3ml/hr". There was patient involvement but no harm.